Event description:
It was reported that; during surgery a tear drop curette was broken. At the bottom of the teardrop, the instrument has been cracked apart.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the device was found to be 11 years old. No relevant manufacturing issues were found. The general instruments IFU states that: "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery." Conclusion: the possible root cause of this event is normal wear and tear of instruments.

Event description:
It was reported that; during surgery a tear drop curette was broken. At the bottom of the teardrop the instrument has been cracked apart.